Event description:
Caller alleging discrepant inratio values. Patient self tester stated he would receive normal or low inratio results while experiencing symptoms of serious bleeding (blood coming out of his ears). No specific results were reported. Patient cannot provide the serial number or stip lot number as supplies were returned to lincare (the distributor) a long time ago. Specific results could not be provided and medications/medical conditions were not provided. Patient was not hospitalized as a result of this, but stated his warfarin dosage had to be held several times. Patient self tester did not do any comparison/correlation with another method. Therapeutic range was not provided. Though requested, additional information has not been obtained.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.